Event description:
The pt's endotracheal tube was secured by the oral endotracheal fastener, anchor fast. Upon repositioning the pt, the plastic fastener broke off from the base and the endotracheal tube came out of the pt with the plastic piece attached. The remaining portion stayed secured to the pt's face. The pt was re-intubated without complications.